Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on charged coupled device unit, the image is not displayed. There was also corrosion on the video plug unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was not reproduced on inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a b30 scope communication error alam. There were no reports of patient harm.